Event description:
Pt arrived to cath lab (from ed) having an active mi. Pt had an IV infusing into rt antecubital area via a smiths 18 gauge viavalve catheter that was started in the ed. Stent was placed into circumflex artery. During procedure, heparin was administered and act was sub-therapeutic. Additional heparin was administered. At end of procedure drapes were removed and pt began having chest pain with EKG changes. Pt was re-draped and additional images were obtained. Circumflex artery had thrombus and physician performed a thrombectomy. Rn noted that IV was infiltrated. Rn attempted a new IV, which took 2 attempts. Upon successful IV start, reopro was given to pt along with additional heparin. Act at end of procedure was 248 (therapeutic). Additional issues with increased IV infiltrations have occurred since conversion at our organization to the viavalve product. We also have one known instance of the catheter breaking off from the hub upon IV discontinuation. All of this has been reported to MFR.